Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2006 essure (fallopian tube occlusion insert) was inserted. The placement procedure lasted 30 minutes. The consumer also informed complications during insertion of essure: messy operation, 1 coil was again, head camera lost and water bag bursted. One month after insertion she complained about irregular bleeding or breakthrough bleeding, and blood loss during coitus. It was reported that she experienced pain in leg, pain in head and neuralgia in leg that worse with menstruation, tiredness, memory loss or concentration problems, and started feeling the implant. MRI (nuclear magnetic resonance imaging) was done because of neuralgia, and nothing was found. Treatment with unspecified medication and treatment for side effects were performed. The influence of essure in her daily life included relation and/or family problems and problems with daily tasks. She contacted a doctor. The consumer's outcome was reported as not recovered. The removal of essure was considered. Company causality comment:this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding. She was planning essure removal of essure. This bleeding, interpreted as metrorrhagia is listed in the reference safety information for essure. Since essure may cause change in bleeding patterns, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 03-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding. She was planning essure removal of essure. This bleeding, interpreted as metrorrhagia is listed in the reference safety information for essure. Since essure may cause change in bleeding patterns, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.